Event description:
The customer received questionable high thyrotropin (tsh) results for one patient with thyroid ablation from the cobas e602 analyzer serial number (B)(4). The initial result was 7.46 uiu/ml. On (B)(6) 2014, this sample was tested at another laboratory on another cobas analyzer and the result was 7.73 uiu/ml. A second sample was tested (B)(6) 2014 and the result was 7.51 uiu/ml. A third sample was sent to another laboratory and tested on an unknown analyzer. The result was <0.05 uiu/ml. One of the samples from (B)(6) 2014 was tested in another laboratory on a beckman analyzer and the result was negative. No specific data was provided. Information concerning which results were reported outside the laboratory was requested, but was not provided. After the results "around 7" were received, the doctor administered a high level of levothyrox. The customer did not know the current condition of the patient or if the patient was affected due to the treatment.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Samples from the patient were submitted for further investigation and the tsh result was found to be above the reference range. The customer results were reproduced. The investigation determined an interfering factor to the ruthenium labeled antibody used in tsh reagent was identified in the patient sample. This interfering factor most likely caused the high tsh results. This interference is described in product labeling.